Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the device turning off was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was in the clinic on september 2nd and they felt odd. They checked their device and found that it was off. They tried to turn the device back on with their programmer but could not. When they changed the batteries to the programmer, they were able to turn the device back on. The clinician programmer showed the device usage was consistent with patient reports. The patient had just driven to (B)(6) ¿ snowbird at 12,000 feet, the patient lived in (B)(6). The actions/interventions taken to resolve the issue other than switching the programmer batteries and turning the device back on were unknown, but the issue was resolved.